Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, service found multiple corroded connectors and that the backplane connector j275 on the card cage, i2000sr (rohs) was burned/charred, the charring/burn did not spread to other parts of the analyzer. Additional troubleshooting from service resulting in the not only the card cage, i2000sr (rohs)_part number 7-93727-02 being replaced the dual motor sensor board (rohs)_part number 7-900625-01 and indexer board, tested (part number 7-204347-04) being replaced as well. All three parts were deemed the likely causes for the issue. The module function was verified with a qc run. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the site visit by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The abbott technical support specialist reported visible smoke from the burnt card cage backplane connector j275. Abbott tss removed all cables from the card cage backploane and found multiple corroded connectors. No impact to patient management or user safety was reported.

Event description:
The abbott technical support specialist reported visible smoke from the burnt card cage backplane connector j275. Abbott tss removed all cables from the card cage backploane and found multiple corroded connectors. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.